Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 5:45pm on (B)(6) 2015. The patient does not currently take any medication to manage their diabetes. The patient reported consuming more food and drink in response to the alleged issue. The patient reported developing symptoms of ¿shaking and nervous¿ at 6:00pm. The patient denied receiving any treatment for these symptoms. The alleged issue was not resolved with troubleshooting as the patient did not have their testing supplies available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation the lay user/patients meter has been returned on 3/20/2015 and further evaluated by lifescan product analysis on 4/1/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.